Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Troubleshooting performed in the clinic found this was reproducible when the patient's cell phone was near the device. There were no adverse patient effects reported.